Event description:
It was reported to philips via medwatch report mw5183538, that there were repeated image artifacts during cardiovascular procedures. In one case, a mobile c-arm was brought into the room to complete the procedure. It is currently unclear whether there has been any actual harm or if the customer is reporting potential harm. An investigation into this complaint has been initiated by philips.